Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient's chest tube had been disconnected. The tube was reconnected, but it disconnected twice more over the next three days. When the writer saw the patient, the line was taped at the disconnection point. The writer removed the tape and found that the line itself was broken. The damaged line was removed and replaced. There were no adverse events with the patient's condition.